Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited noisy signals, oversensing, and high out-of-range pacing impedance measurements on the right atrial (ra) lead. The patient was brought to an in-office check and noise was observed with isometric testing. The lead was reprogrammed to unipolar mode and the impedance measurements were within normal limits. Reprogramming efforts were performed and the patient is continuing to be monitored. At this time the product remains in service and no adverse patient effects were reported.